Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 30, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not turn on. The patient indicated that the alleged meter issue started on an unspecified date in 2007. Before the meter issue began, the patient had symptoms of dizziness and sleepiness. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. In 2007, the patient was at her job in a hospital and was feeling dizzy and sleepy. One of the patient's coworkers attempted to her blood glucose with the reported meter, but was unsuccessful due to the power issue. The patient was then advised by her coworker to visit the emergency room (ER). The patient's blood glucose was tested by the ER and via a lab test. Both the ER and lab revealed blood glucose levels of "600 mg/dl." The patient was treated with IV fluids and released from the hospital after 5 hours. During troubleshooting the patient was unable to duplicate the alleged meter issue. The meter turned on by pressing the power button and by inserting a test strip into the device's test strip port. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she sought medical attention about a month or two after the meter issue began, got blood glucose results around "600 mg/dl," and received IV fluid treatment for hyperglycemia.